Event description:
The surgeon implanted a plate silicone lens model aa4204vf and was torn during implantation. The lens was implanted and removed without pt injury. An mtc=60c cartridge, lot number 1192189, was used during surgery. The model and lot numbers of the injector are unknown.